Event description:
It was reported, "when using a 3t MRI machine, patient experienced a 'burn' from 3 electrodes in a triangular position. The electrodes had been applied for approximately 1-2 hours. The patient was treated with antibiotics and ointment. An ECG survey & nurses report will be returned. The lot number of the electrodes was either 1010201 or 1111301 - a 1 ea. Sample of each lot will be returned for examination."

Manufacturer narrative:
The suspect devices have been discarded by the end-user. Lot samples from two (2) different lots are being returned to conmed corporation for evaluation. Pictures of the devices or of the "burns" are not available. When the quality engineering investigation is completed a supplemental report will be submitted. This medwatch is associated with the following medwatch reports (incident with 3 devices): 1320894-2012-00045, &, 1320894-2012-00046. Suspect devices not being returned.

Manufacturer narrative:
(B)(4), radiotranslucent ECG electrode is a single patient use, disposable device intended for use during electrocardiographic (ECG) procedures. A DHR/lhr, device history record/lot history record, review was not possible as the lot number for this product has not been made available. Lot samples of the device were returned for lots 1010201 and 1111301 from the end-users stock; however, it is unknown what lot was utilized on the actual patient. For the returned lot samples DHR/lhr, device history record/lot history record, review confirms that products were produced according to the conmed approved procedures. In process inspection and visual checks were performed to ensure proper production of the devices. No discrepancies were observed with manufacturing documents. The returned devices were examined in the laboratory. One (1) pouch from each lot number was visually checked during the examination. No visual discrepancies were observed during the examination. The actual electrodes used in the procedure were not returned to conmed complaint handling center. Gel and adhesive components of the electrode are tested for cytotoxicity, sensitization, and intracutaneous factor, per iso approved testing. Furthermore, these electrodes are tested and passed for biocompatibility. There could be a variety of possible causes of this event. It is possible that the patient had solvents under the electrode site such as that skin soap which could have caused the skin irritation. IFU, instructions for use, specifies that it also specifies, "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." The IFU also indicates that "rapid removal of electrode from the patient may cause skin damage". Another possible cause could be allergic reaction during the procedure to either the gel or adhesive components of the electrode. It was indicated in the event description that patient "burn" was experience while using 3t MRI machine. MRI safety calculations were performed by the research and development department. The research and development department discussion establishes that conmed gel and carbon snap are MRI safe for use inside a 1.5t or higher MRI scanner. Thus, it is unlikely that patient "burn" was caused due to use of electrodes inside 3t MRI machine. No root causes can be confirmed without examination of the actual product; therefore, no corrective action is recommended at this time. The complaint can be neither confirmed nor unconfirmed at this time. The complaint investigation has not identified any manufacturing defects with this complaint; thus, no corrective action is recommended at this time. Per the ECG electrode survey returned by the end-user, the patient was prescribed antibiotics for the skin irritation; however, the patient did not take the prescribed medication. Conmed is considering this complaint closed. This medwatch is associated with the following medwatches: 1320894-2012-00045; 1320894-2012-00046; and, 1320894-2012-00046. Original device discarded.